Manufacturer narrative:
Further analysis was performed on the device. The display had bleeding pixels, the lower case was broken, one bail cover was broken, the corner of the battery drawer was broken, and the main printed circuit board was changed without changing the battery flex or heart lead flex. During functional testing the device failed a display test. Bench testing checked pacing continuation with battery and no load; 24 seconds. The main printed circuit board then was sent for failure analysis. Visual inspection revealed no anomalies. Bench analysis found that one supercap failed in-circuit, surge current was below normal, and a battery removal test failed. The supercap that failed was replaced, but a battery removal test still failed, the other supercap was replaced and the battery removal test still failed. Continuity test verified that there was an open circuit between the two supercaps, apparent cause was overheating during rework. After applying a jumper across the open circuit the battery removal test passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of no backup pacing once the battery was removed. In the inspection by service and repair (s<(>&<)>r), the epg failed both the vxi-test and the battery removal test. The main board of the epg was sent to us for analysis. (B)(4).

Event description:
It was reported that the external pulse generator's (epg) back up function was not working, when a battery was replaced while the epg was being used on a patient, the epg stopped working without providing backup pacing. It was noted that the patient had an intrinsic pulse, and thus experienced no adverse effect. The generator was returned for service. No patient complications have been reported as a result of this event.